Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used during a ureteroscopy (urs) procedure performed on (B)(6) 2022. During the procedure, the access sheath was inserted; however, the scope had minimal visibility through the sheath because of multiple fibers hanging inside. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. Note: a photo of one navigator, showing the peeled inner coating of the sheath, was submitted by the customer.